Manufacturer narrative:
(B) (4) - somnolence.

Event description:
It was reported that following a dose increase, the patient experienced an overdose with symptoms of somnolence and respiratory depression. The patient was admitted to the hospital's ICU. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.